Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2002 - repair of a ventral incisional hernia with a bard flat mesh (mesh #1). (B)(6) 2011 - repair of a recurrent incisional hernia with a bard ventralex hernia patch (mesh #2). There is no indication in the operative report that would suggest that the flat mesh was explanted. Ni/ni/2011 - patient underwent a vaginal procedure in which a mesh was placed. There are no operative reports provided for this procedure. (B)(6) 2013 - due to abdominal pain the patient underwent exploratory surgery with explant of both bard mesh devices. The operative report indicates omentum adhesions to the mesh and notes the mesh was "jagged" with areas that were protruding into the peritoneal cavity. Part two of this procedure was a total hysterectomy with bilateral salpingo-oophorectomy and bladder repair.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's post implant experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions is identified in the IFU as a possible complication. If additional information is obtained, a follow up MDR will be submitted. This MDR represents the bard ventralex hernia patch (mesh #2) implanted on (B)(6) 2011. A separate MDR was sent to document the bard flat mesh (mesh #1) implanted on (B)(6) 2002 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)